Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump intermittently responded when priming. The act button did not respond unless she pressed it just right. A large bubble was present along the tubing length. Insulin was not stored at room temperature. The customer has other diseases that cause soreness and bruising. She mentioned it hurt when she inserted an infusion set. The customer was experiencing high blood glucose levels over 200 mg/dl. She treated her high blood glucose level with a bolus. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was tested with a water fill test reservoir and no bubbles were noted during testing. The insulin pump was received with intermittent act button due to flattened dome switch. No unlocked lcd keypad connector. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.